Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 547 mg/dl. The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was 199 mg/dl. The customer reported the drive support cap appears normal. The customer pump was not exposed to high magnetic field. The customer was advised the false motor error alarm may be caused by view sensor glucose graph while pump is delivering bolus. The customer was advised the displacement test and manual prime were successful and motor error alarm did not recur. The customer was advised the alarm caused by a connection issue. The customer was advised to monitor pump.